Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer experienced high blood glucose 429 mg/dl. Customer¿s current blood glucose level was 141 mg/dl. Customer state that they had symptoms such as diabetic ketoacidosis. Sensor glucose value from reported event was 71 mg/dl. Blood glucose level from reported event was 163 mg/dl. Sensor glucose and blood glucose difference was not within acceptable range. The sensor and insulin pump will not be returned for analysis.